Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture. Devices image evaluation completed on (B)(6) 2021: upon visual evaluation of the image provided in the complaint, the sm mpp gel 275cc breast implant was observed with no apparent damage or visual anomalies. Scar tissue was noted in the picture. As the product involved in this complaint was discarded, the device couldn´t be analyzed according to our procedures. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female who underwent a breast augmentation revision with a 275cc mentor memorygel breast implant experienced left-sided capsular contracture grade iii, and right-sided rupture post procedure. The operative report confirmed left breast capsular contracture and right implant ruptured. As a result, patient underwent bilateral removal without replacement, bilateral total capsulectomies, and bilateral mastopexy on (B)(6) 2021. This report relates to the right prosthesis.